Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer indicated via phone call that they are having an issue with the pump which states there is an alarm set for 7am, but that the alarm goes off at 710am. Customer's blood glucose was unknown at the time of incident. Customer indicated that the time was off and is alerting late. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The pump was set to proper time and date and was monitored. The alarm option was set to alarm at multiple times, and the alarm clock functioned properly during testing. No time/clock anomaly was noted. The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip and cracked battery tube threads.